Manufacturer narrative:
Block h6: device code a1702 is being used to capture the reportable event of failure to retrieve anchor. Block h11: the returned overstitch device was analyzed. Visual inspection identified a bend along the catheter working length. Microscopic examination showed the needle body to be in good condition with no evidence of deformation or damage. During functional testing, the anchor exchange mechanism operated as intended, successfully deploying and passing the anchor. The reported events of needle shaft bent, anchor exchange failure to retrieve anchor, and anchor exchange failure to pass anchor could not be confirmed during this analysis. The observed bend in the catheter is most consistent with procedural factors, such as device handling and/or physician technique. Since the reported events were not found during analysis, the most probable root cause is "no problem detected."

Event description:
It was reported to boston scientific corporation that an overstitch endoscopic suture system used during a procedure on (B)(6) 2025. During the procedure, the physician was unable to transfer the needle because the needle body was misaligned. The procedure was delayed by 25 minutes and completed with a different overstitch device. There was no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that an overstitch endoscopic suture system used during a procedure on (B)(6) 2025. During the procedure, the physician was unable to transfer the needle because the needle body was misaligned. The procedure was delayed by 25 minutes and completed with a different overstitch device. There was no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: device code a1702 is being used to capture the reportable event of failure to retrieve anchor.